Event description:
Pt reports that her pump turned off all of a sudden and she was not aware. She turned it back on to realize she was without remodulin medication for approx 32 hrs. She then used her back up pump. She reports no adverse effects from not receiving medication, but would like to have that pump replaced, which we compiled with her current dose is 58 nkm with rate of 44ml/24hr. Dose or amount: 58 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah. Strength: 58ml/24hr.